Event description:
The reported event was that the patient underwent an uneventful da vinci-assisted nerve sparing colposacropexy with gynemesh-ps interposition with posterior colporrhaphy. The patient experienced post-operative bleeding that required reoperation and a cardiac event that eluting stents were placed. The next day, the patient was reported as unstable with her hemoglobin dropped and an emergent laparoscopic surgery was performed. A hemorrhage around the fixation site of the colposacropexy mesh on the longitudinal anterior ligament was observed. Three units of erythrocyte concentrates were required. Hemostasis by electrocoagulation and compression around the anterior longitudinal ligament and subsequent closure of the peritoneum with a vloc suture was performed. On the same day, the patient went into a cardiogenic shock and experienced a non-st elevation myocardial infarction. A severe coronary 3 vessel disease was diagnosed where two drug eluting stents were placed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).